Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered that the blood sampling valve (bsv) secondary probe fell off of the instrument. The fse replaced the bsv and the instrument ran without any leaks. The repairs were verified per established procedures. The cause of the leak was the bsv secondary probe fell off of the instrument. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak at the probe of the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 20 ml and was not contained within the instrument. The leak did not appear to impact either electrical or optical performance of the instrument. There were no error messages generated in connection with this incident. All quality control (qc) results recover within acceptable limits. The material safety data sheet (msds) was not reviewed. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated as a result of this event. There was no death, injury or change to patient treatment.